Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube didn't fill during puncture with vacutainer system. A patient had blood collected with citrate and sst tubes with no problems, but when the edta tube was drawn it didn't fill."

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube didn't fill during puncture with vacutainer system. A patient had blood collected with citrate and sst tubes with no problems, but when the edta tube was drawn it didn't fill."